Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was not able to identify any characteristics that might have cause or contributed to the reported dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted. It was reported that the ra lead exhibited high impedance and elevated thresholds. A chest x-ray was performed and this lead was found to be dislodged. Surgical revision of the lead was attempted. The physician attempted to reposition the lead, but was unable to successfully re-extend the helix. The lead was withdrawn and a new lead was placed. No additional adverse patient effects were reported. The lead was returned for analysis.